Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated a technical alarm regarding safety valve open during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Investigation of the returned expiratory printed circuit (pc) board, and the device safety valve has been completed. The reported failure mode was confirmed in the received device logs. The returned safety valve did not show any deviations during our testing in a reference system. The safety valve function is according specifications. Electrical measurements on the expiratory pc board showed that a capacitor in the pull magnet supply circuit was shorted, this caused the safety valve to always be in open state. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present it will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by a shorted capacitor on the expiratory channel pc board, which is part of the safety valve function. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4).

Event description:
Manufacturer ref. #:(B)(4).